Event description:
On (B)(4) 2012, customer reported that the ion selective electrode (ise) was failing calibration and the electrolyte injection cup (eic) was overflowing on the lx20 pro instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found that the electrical connector for the eic valves were not fully seated. Fse reseated the connector, cleaned the eic and the mount for the eic. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
(B)(4).